Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2019, the patient was admitted with the blood glucose level of 582 mg/dl (uncontrolled) and experienced diabetic ketoacidosis. Further, the patient had tested positive for ketones and suffered with nausea, headache and sweating. Reportedly, the infusion set cannula was found bent. The site location was abdomen and the patient was unsure of the length of time the infusion was used. The IV and sub q ion gap was open and was put on insulin drip at that point as corrective treatment. The patient was released on (B)(6) 2019. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.